Manufacturer narrative:
The reported event of low pacing lead impedance was not confirmed. A complete lead was returned in one-piece. With the helix retracted and clogged with blood/tissue. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examination did not find any anomalies.

Event description:
It was reported that the patient presented for a new implant. It was noted that the pacing impedance was lower than the normal range on the right ventricular (rv) lead. The rv lead was exchanged during the implant procedure. The surgery was successfully completed.